Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
We refer to your report no: (B)(4): the event occurred in USA during treatment. It was reported that the cardiohelp had a touch screen misalignment issue which complicated a patient care interaction. Subsequently, it was reported that the touch panel was out of calibration. The user does not know how long the misalignment issue occurred. The patient was undergoing a ¿ramp study¿, to assess cardio output for a change in therapy. The team reduced flow from the cardiohelp unit to the patient to change a canula. Blood flow from the patient created a backflow, triggering zero flow mode, which is a predictable response form the cardiohelp. Zero flow mode is an intervention set by the user and is not a reportable failure. Due to the touch panel misalignment issue, the user had issues disabling zero flow mode via the touch panel. A pump stop error message was activated as the hls set was transferred to a separate cardiohelp. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-06-28. No parts were replaced. The failure could be reproduced. The fst performed a touch screen calibration, which resolved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿backflow prevention¿ and ¿pump disposable error ¿ stop¿ could be confirmed on the date of event, 2024-06-14. The root cause according to the fst was that the touch panel lost its calibration. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) that a ¿zero flow mode¿ button is present on the interface of the cardiohelp device, and to follow chapter ¿calibrate touchscreen¿ in the instruction for use (IFU) of the cardiohelp. In IFU in chapter ¿troubleshooting¿, it is stated that a touch screen malfunction can be remedied by: unlock by pressing the "lock/unlock" button. If possible, calibrate the touchscreen. Adjust the pump using the rotary knob. Switch to emergency mode. Replace the cardiohelp-I as quickly as possible. Use the emergency drive. According to chapter ¿key user functions¿, if the touchscreen is wrongly calibrated, you may not be able to access the "service" screen via the touchscreen. If this is the case, you can call up touchscreen calibration using a button combination instead. Additionally, in chapter ¿calibrate touchscreen¿, the touchscreen calibration must be preformed when the pump is at a standstill. The review of the non-conformities has been performed on 2024-07-11 for the period of 2015-05-08 to 2024-06-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-05-08. Based on the results the reported failure "touch screen out of alignment ¿ backflow prevention" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that the cardiohelp had a touch screen misalignment issue which complicated a patient care interaction. Subsequently, it was reported that the touch panel was out of calibration. The user does not know how long the misalignment issue occurred. The patient was undergoing a ¿ramp study¿, to assess cardio output for a change in therapy. The team reduced flow from the cardiohelp unit to the patient to change a canula. Blood flow from the patient created a backflow, triggering zero flow mode, which is a predictable response form the cardiohelp. Zero flow mode is an intervention set by the user and is not a reportable failure. Due to the touch panel misalignment issue, the user had issues disabling zero flow mode via the touch panel. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.